Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during unrelated lead explant procedure, the physician elected to prophylactically explant the device following the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was not eri and did not display signs of premature battery depletion. The patient was in stable condition before, during and after the procedure.